Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas identified superficial damage to the driveline; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the pump was explanted on (B)(6) 2019 due to recovery of heart function. The device was returned assembled with the drive line severed approximately 11.5¿ from the pump housing. The remainder of the drive line was returned in a segment measuring approximately 27¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned unattached from the inlet tube. The outlet elbow and the sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned unattached from the graft attachment, and the sealed outflow bend relief collar was returned unattached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Visual inspection of the drive line revealed rescue tape approximately 19¿ to 20¿ from the metal connector. Upon removal of the rescue tape, a small tear was noted in the outer silicone jacket approximately 20¿ from the metal connector. The underlying bionate and metal braided shield layers of the drive line appeared unremarkable. Electrical continuity testing of the returned portion of the drive line did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Heartmate ii lvas patient handbook contains a section titled "caring for the drive line". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the drive line and outlines indications of drive line damage, as well as how to respond to such events. Heartmate ii lvas IFU addresses how to care for the drive line. In addition, section 6 (under "pump performance monitoring") outlines indications of drive line damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heart function was getting stronger. The pump was explanted due to recovery. Upon investigation by the manufacturer there was an incidental finding of superficial damage to the drive line.